Manufacturer narrative:
The manufacturer is currently performing investigation and the results will be provided in the supplemental report.

Event description:
On 31 july 2025, senseonics was made aware of an incident where user experienced sensor inaccuracy which led to an early sensor removal.

Manufacturer narrative:
On (B)(6) 2025, the user informed senseonics that the system was displaying results that differed from glucometer measurements. Based on the escalation analysis, a sensor replacement was approved due to system performance deviation, and an RMA was issued for the return of the sensor for further investigation. Upon receipt, visual inspection revealed that a small portion of the sensor hydrogel was missing, most likely due to excessive force applied by the removal clamps during the extraction procedure, and unrelated to the user's complaint. This did not affect the functional testing of the sensor, as the majority of the hydrogel remained intact. In-house testing showed no issues with chemical performance. A review of the in vivo raw data showed optical instability around the time of the reported inaccuracies. In an associated complaint (MFR #3009862700-2025-01295), dated august 4, 2025, the user reported an infection at the insertion site, with symptoms of warmth and redness around the area, followed by white pus and blood. This event most likely contributed to the observed optical instability and the resulting inaccuracies. The user was provided with a replacement sensor as part of the resolution. B4. Date of this report 29 oct 2025. G3. Date received by the manufacturer? 29 oct 2025. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 4121,10. H6. Investigation findings updated to 3231. H6. Investigation conclusions updated to 4310.